Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
A consumer reported in late 2016 the implantable neurostimulators were turning on unexpectedly. When this happened the consumer verified they were off, but later the patient would have a shocking/pain episode and they would see the implant was back on again. The patient met with a manufacturer¿s representative (rep) in the healthcare provider¿s office who determined the implant was on unexpectedly. However, the rep. And healthcare provider (hcp) told them nothing was wrong with the device after reviewing test results and scans performed with the clinician programmer. It was around this same time when the dbs therapy was affecting the patient¿s walking and their right leg. The consumer turned the therapy off which allowed the patient to walk ¿just fine.¿ there were no falls or traumas reported related to this issue. The consumer was currently seeking another healthcare provider¿s opinion regarding the issues, but no further complications were reported. Relevant medical history includes parkinsons disease and movement disorders. Refer to manufacturing report #3004209178-2017-07078.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.